Manufacturer narrative:
(B)(4). Concomitant medical products: item#130918 muller cup 28 x 48mm lot# 6033187, item# 163661 28mm dia cocr mod hd -3mm nk lot# raj3918643. Foreign source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent arthrotomy of the hip due to wound leakage and infection approximately 1 1/2 months after initial hip implantation. Attempts were made to obtain additional information; however none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.